Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the infusion set's tubing was leaking at site on the first day. No further information available.

Manufacturer narrative:
Initial and final MDR 1902940- MDR 8021545-2024-01686- device 1 of 2 patient city: (B)(6)